Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. The provided logs shows that the pre-use check failed the o2 cell/sensor test and during ventilation, respiratory rate: low, no patient effort, respiratory rate: high, expiratory minute volume: low, peep low, paw high and vt insp. Overrange were active. According to information provided, the nozzle unit for the air gas module was replaced. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).